Event description:
Device 1 of 4: ref MFR reports: 1627487-2012-1694, -1695, -1696. It was reported the pt is experiencing an uncomfortable heating at his ipg site (implanted on the left side) while charging. The pt has a second ipg implanted on the right side that is not having heating issues. The pt uses the same charger to charge both ipgs, but it is unk which of the two chargers he uses. The pt uses the charger belt and antenna pouch, and he is charging 3-4 times a week. An sjm rep recommended using the second charger when he charges his left ipg next time. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA) investigation was performed. Result: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.